Event description:
It was reported by the affiliate that during a retossigmoidectomy procedure, the device broke when using the first reload. No further information was provided. There were no adverse consequences to the patient. One device will be returned.